Event description:
It was reported that the left ventricular (lv) lead was attempted, not implanted due to dislodgement during slitting. After removing the lead, it was observed that there was quite a lot of blood contained within the lead body/lumen. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. The tip seal on the distal electrode of the lead showed evidence of blood ingression. The analyst commented that by design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress.